Event description:
A report was received that the patients ipg was not holding a charge. It was stated that the ipg was fried during a previous ipg revision however, it was not exposed to electrocautery. Database analysis revealed that the ipg showed signs of premature battery depletion. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
For field g3 of the initial MDR the bsc aware date should have been 25oct2019.

Manufacturer narrative:
Sc-1160 sn: (B)(6). Device evaluation indicated that the complaint was confirmed. The device could not maintain the battery voltage due to rapid battery depletion. As the symptom started after the previous pocket revision, it suggested that u3 asic was damaged due to exposure to high-voltage transients or high rf energy. The burn marks on the case is typically caused by exposure to electrocautery.

Event description:
A report was received that the patients ipg was not holding a charge. It was stated that the ipg was fried during a previous ipg revision however, it was not exposed to electrocautery. Database analysis revealed that the ipg showed signs of premature battery depletion. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
A report was received that the patients ipg was not holding a charge. It was stated that the ipg was fried during a previous ipg revision however, it was not exposed to electrocautery. Database analysis revealed that the ipg showed signs of premature battery depletion. The patient underwent an ipg replacement procedure and was doing well postoperatively.